Event description:
This device was received with MDR ID # 2134265-2014-01835 with no reported issues. However, upon review of this device, a peeling issue was found. The 50% stenosed target lesion was located in a severely calcified and non tortuous the superficial femoral artery (sfa). A 5.0mmx60mmx80cm (4f) sterling catheter balloon was selected to dilate the lesion. The balloon was inflated three times on the desired segment of the vessel. The first two inflation were at 14 atmospheres each. An attempt to reposition the balloon was made during deflation but resistance were noted. After more force applied to get the balloon to the desired position, a third inflation was performed but it was noted on angiographic imaging that the balloon ruptured at 14 atmospheres. Balloon removal was attempted. The physician applied more force to remove the balloon as more resistance was noted. Upon examination of the removed balloon, it was noted that the balloon had broken and the distal segment of the balloon and the balloon catheter were missing. Further images were taken and the ro marker on the distal segment of the balloon could still be seen in the sfa vessel. A snare was introduced and after several attempts, the detached part of the balloon and catheter were successfully removed from the patient. Further images were taken revealing no further signs of visible balloon debris. With reasonable blood flow to the patient's foot, the procedure was ended. Though no complaint was reported against the 200cm, 8cm v-18 control wire guidewire, but since it was removed as a unit with the balloon, thus was sent for device analysis. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: unit returned in a generic plastic bag and with the peel-off label. Unit has ptfe peeling as part of overall visual revision. The visual inspection was performed and the device presents: the ptfe peeling along the body. Dimensional inspection: all the outer diameter (od) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).